Event description:
A malfunction was reported on the pump, displaying malfunction code malf 9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Cts provided pump reset information and assisted the customer in resetting the pump, which successfully resolved the issue. The customer was advised to continue using the pump and to contact support if the malfunction code recurred, which they acknowledged and understood.